Event description:
Procedure type: urological and gynecological. According to the reporter: the patient underwent a procedure for treatment of pelvic organ prolapse and stress urinary incontinence. The patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report (B)(4) for a pubovaginal sling.